Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant cefoxitin screen (oxfs) results while testing two staphylococcus aureus isolates from separate patients using the vitek® 2 ast-p652 test kit (reference 421857, lot 8021067103). For patient 1, initial vitek 2 ast-p652: oxfs positive and oxacillin minimum inhibitory concentration (mic) <=0.25. Repeat vitek 2 ast-p652: oxfs negative and oxacillin mic <=0.25. The isolate was also tested using pbp2a and obtained a negative result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding discrepant cefoxitin screen (oxfs) results while testing two staphylococcus aureus isolates from separate patients using the vitek® 2 ast-p652 test kit (reference 421857, lot 8021067103). The customer no longer had the isolates, so they could not be submitted for investigational testing. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolates could not be submitted for investigational purposes, no additional investigation could be completed. The vitek ® 2 ast-p652 card, lot #8021067103, met final qc release criteria. This lot passed qc performance testing.